Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and we were unable to duplicate the customer report. The log identified user advisories that supports correctable solutions that appear successful temporarily. The returned device was put through extensive testing including stress and troubleshoot testing using a known good setup without duplicating the report. An internal inspection found no discrepancies. The patient circuit was not available as part of the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device intermittently did not provide breaths for the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.